Event description:
A customer contacted beckman coulter inc. (Bci) in regards to accutni result above the acute myocardial infarction (ami) cut-off for one patient sample generated by the unicel dxc 600i synchron access2 clinical system. The result was reported out of the laboratory. The sample was repeated and result within normal reference range was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were lithium plasma that was centrifuged for 5 minutes at 5000rpm. The sample was aspirated from the primary collection tube via the close tube accession (cta). Prior to the event, both level of accutni qc were out of specification (low) by greater than 2sd. Both levels were within specification post the event. Level 3 was repeated and was within specification prior to the event. On (B)(6) 2010, the customer performed system check which failed the washed portion (high). A bci field service engineer (fse) performed the type 1 hardware protocol. All verifications testing met specifications fse did not note any hardware issues. A clear root cause can not be determined for this event.